Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she had just eaten dinner and was inputting her carbohydrates into the insulin pump and the numbers kept scrolling. She removed the battery, reinserted it, and the buttons are unresponsive. Customer's blood glucose was 69 mg/dl. She was wearing a dress and the device was closer to her skin. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent up arrow button response due to moisture damage to the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.